Event description:
It was reported that when an asymptomatic patient presented at the clinic during follow up, post-paced t wave oversensing was observed. The oversensing was noted on a stored egm. Programming changes were made. The device remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.